Event description:
The event occurred on an unspecified date and involved a primary plum set, clave secondary port, 2 clave y-sites, secure lock, 129 inch where it was reported that the patient was on norepinephrine, when the charge nurse attended to pump there was an alarm reading ¿back prime, air in line.¿ the nurse back primed using a syringe but cassette failed when resetting. Nurse opened the cassette and checked for air in line, but cassette failed again. The nurse was unable to troubleshoot error on the pump. There was patient involved, unknown human harm and unknown delay in critical therapy. This report captures 2 occurrences.

Manufacturer narrative:
The device is available for evaluation, however, has not yet been received.

Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint of 'cassette failed' could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. A lot history review could not be conducted because no lot number(s) was/were identified.